Manufacturer narrative:
(B)(4)

Event description:
It was reported that episodes of non-sustained rv oversensing were observed via remote transmission. Review of the strips revealed possible myopotential oversensing. Programming changes were recommended. The patient was stable and will continue to be monitored.